Event description:
It was reported that the pump was refilled with 5mg/ml at the last refill but the pump was never updated to reflect that change. The pump was currently programmed to 10 mg/ml at 2.8 mg/day. Healthcare provider (hcp) wanted to re-program the pump in order to correctly reflect what the patient was actually receiving i.e. 1.4 mg/day of a 5 mg/ml concentration, no bolus was needed at the time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model# 8709sc (B)(4) implanted:2009-(B)(6) explanted:unk, proximal catheter segment model#8596sc (B)(4) implanted:2009-(B)(6) explanted:unk.

Event description:
Additional information indicated that the patient was a little more painful because it was lower dosage.

Manufacturer narrative:
(B)(4).